Manufacturer narrative:
Evaluation results: one medfusion syringe infusion pump was returned for investigation. The plunger seal was broken, but the bottom case seal was intact. The bottom case was cracked by the ac receptacle, and both plunger cases cracked. A review of the event history log (ehl) revealed a battery communication timeout. The battery was not working (all readings were at zero). The investigator was unable to download ehl. The battery was inoperable due to normal wear. The battery was over eight years old. The battery, along with the cracked bottom case and both plunger cases were replaced as a result. The device subsequently passed all the functional tests.

Event description:
It was reported that the pump had board issues. There was no patient involvement.